Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the battery could not be charged. The customer¿s blood glucose was in the 200s (mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.